Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion, the helical blade coupling screw broke. All fragments were retrieved. The break extended operative time by 5 minutes. There was no harm to the patient and the procedure was completed successfully. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
(B)(4): the product development evaluation stated: the helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation; weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. The distal threads are suitably worn but intact. Moreover, the method of use rather than a design deficiency has led to this complaint; thus, the design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design aspect.

Manufacturer narrative:
Device is used for treatment, not diagnosisinvestigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.(B)(4)

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Patient ID# (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The manufacturing evaluation, visual inspection report stated: isimac machine company manufactured the helical blade coupling screw, p/n 357.377, and lot number 4831256. The complaint condition (helical blade coupling screw broke) is due to an unknown cause. The shaft broke at the cap shoulder end. There are multiple impact marks and scratches on the cap and some rub mark rings on the shaft. The lot initially conformed to all requirements per the certificate of compliance and was inspected / conformed to the synthes inspection sheet number (B)(4), released august 20, 2004. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.